Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported having a problem with their device. An attempt was made to transfer the patient to the call center, but the patient hung up prior to endorsing them to that department. The agent at the call center said they will call the patient back. No patient symptoms were reported and no further complications have been reported as a result of this event.